Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: failed insulscan. Confirmed failure: burn on insulation at shaft. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the device failed insulation testing.